Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. During the procedure, it was noted that lead exhibited high capture threshold and high pacing impedance. The procedure was completed successfully with a replacement lead. The patient was in stable condition.